Event description:
This is a spontaneous case report of peritonitis in a male patient of unknown age from (B)(6) following therapy with unspecified pd solutions, received from a nurse by baxter (B)(4). At an unreported date the patient started therapy with unspecified pd solutions. At an unreported date the transfer set detached from the titan adapter as the tubing of the cycler set was twisted. Three weeks later on (B)(6) 2011 the patient developed peritonitis. The patient was hospitalized and treated with antibiotics. The reporter stated that the event was unrelated to the detaching of the transfer set from the titan adapter as the onset of the peritonitis was 3 weeks later. On (B)(6) 2012 additional information /clarification received from the sales rep. The patient reported that the material of the blue band which is holding the tubing of the cycler set apparently changed. The blue band gets loose when removing the cycler set from the over pouch. As a result, it is difficult to untangle the tubing. It cannot be excluded that the tubing of the cycler set gets twisted before connection to the transfer set. This may cause a torsion which can result in a disconnection.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. This product is manufactured for distribution outside the u.s. And does not have a 510k number; however, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been returned to baxter for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional information become available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The review of the batch record didn't show any deviation or non-conformance related to this complaint. This complaint is for a report by the home patient that the blue band which holds the tubings of the cycler set gets loose when removing the cycler set from the overpouch. A visual inspection was performed and blue tape was not taped onto the cassette tubing. The glue on the tape was not sticky. The problem was confirmed during the evaluation of the returned sample. The assignable cause was not determined during the complaint sample evaluation. This issue is being investigated through CAPA.